Event description:
It was reported to boston scientific corporation that an alair bt controller was used during an unknown procedure performed on (B)(6) 2022. During the procedure and inside the patient, there was no output in the unit, and it was not working. The procedure was not completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).